Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe received the stress and was broken when the surgeon handed the device to facility staff outside of the patient body. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic assisted total gastrectomy. Probe damage error message was displayed. The surgeon took the device out from the patient body. The probe was broken when the surgeon handed the device to facility staff. The procedure was completed with a similar device. There was no patient injury reported.